Event description:
It was reported that during the implant procedure, the pulse generator setscrew and its membrane came out of the device header when retracting the hex wrench. The membrane and the setscrew were stuck to the hex wrench. The device was not installed and a new device was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
Correction/retraction: this report is to retract all mdrs associated to sequence 2017865-2015-26692, it was determined that this event should not have been reported as an MDR as assurity MRI (B)(4) is not FDA approved and is not similar to a device that is currently FDA approved.

Manufacturer narrative:
(B)(4).